Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurence of motor rate error. Functional testing involved occlusion testing. After multiple occlusion tests, the reported issue was not able to be duplicated. Worn coupling and stepper motor were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited motor rate error. No adverse patient effects were reported.